Event description:
It was reported the patient¿s lead had fractured at electrode zero. Electrode zero had impedance greater than 4,000 ohms. The patient experienced a gradual loss of therapeutic effect and a shocking or jolting sensation. The patient also experienced a burning sensation and pain at the device pocket and leg. Replacement was scheduled for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v364936, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v364936, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a replacement on 2015-04-09. The patient had multiple falls in the past. The patient had effective therapy.